Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer stated that insulin pump had the compromised force sensor system alarm and the drive support cap was ticking out. The customer stated that troubleshooting was performed for the pump error alarm. The customer was treated with the manual injection. The insulin pump will be returned for analysis.